Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an internal fixation surgery, while being used in sclerotic bone one (1) intertan 3.2mm guiide pin sleeve and one (1) lag screw drill sleeve were diverging. As the compression screw drill and anti rotation bar came through the guide and into the bone, they were shifting down away from the pin that was already in the head. Switched out the guides and case went well. The procedure was performed, after a non-significant delay, using an equivalent sn back up. No further complications were reported.